Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (10 mg/ml at .908 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. It was reported that the pump was filled with the wrong medication and the pump was left programmed to the medication the patient should have been receiving. The pump was inadvertently refilled with hydromorphone (20 mg/ml) and fentanyl (2.5 mg/ml) instead of morphine (10 mg/ml). The patient was brought back in approximately 4 hours later and they were going to remove the wrong medication and fill it again with the morphine that it should have been. It was calculated that the patient would get the new drug in "approximately 1327 hour for a 4 hour period and a total of 0.24 mg". The patient had no symptoms related to the event. Additional information was received from the healthcare provider on (B)(6) 2015 and it was reported that the wrong medication was aspirated from the pump and the correct medication was dispensed. The issue was resolved.